Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Qc was acceptable. The alarm trace from (B)(6) 2023 shows one "abnormal aspiration" message. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 0.823 ng/ml. This result did not correspond to the patient¿s clinical picture and the sample was repeated. The repeat result was 0.00124 ng/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.